Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for an unrelated reason, intermittent loss of capture was observed. The patient is dependent. It is possible the cause of intermittent loss of capture was the lead sitting on scar tissue. The loss of capture was not reproducible on telemetry. The patient will continue to be monitored. No further information is available.